Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly and damage. Customer's blood glucose was unknown mg/d;. The customer stated that the keypad is unresponsive. Customer stated that their is no significant events leading to the keypad issue. The customer also reported that their is a crack on edge of the screen. The patient stated that she knocked it against the counter or something. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The insulin pump was replaced due to keypad issue and physical damage.

Manufacturer narrative:
The insulin pump had an unresponsive esc and act buttons due to corroded keypad traces. No cracked lcd window, minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.